Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04)- head. B3: event date is the publication date of the article. G2: mortazavi, sm & irani, pouya & poursalehian, mohammad & mahanrad, mahsa & mirghaderi, peyman & razzaghof, mohammadreza & saberi, sadegh. (2025). Mid-term to long-term outcomes of total hip arthroplasty using a cementless trochanteric sparing short stem through direct anterior approach: a single-center study. Arthroplasty today. 32. 101623. 10.1016/j.artd.2025.101623. G2: foreign: iran. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. X-rays were provided in the journal article, however it is unknown if they are related to this patient. A definitive root cause cannot be determined. This complaint cannot be confirmed. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A journal article was retrieved from arthroplasty today that reported a retrospective study. The purpose of the study was to evaluate the mid-term to long-term outcomes of total hip arthroplasty (tha) performed with a cementless trochanteric sparing short stem through a direct anterior approach (daa). The study reviewed 755 hips in 667 patients (412 female / 343 males). All patients received a cementless stem with a shell with a poly liner. The indication for surgery was painful hip unresponsive to conservative treatments requiring a tha for treatment. The study population had a mean age of 48.9 years at time of surgery (range 18-83 years). The study reported 7 patients experienced dislocation; of which, 3 were successfully treated with closed reduction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.